Event description:
Caller reported damage to the usb port and pins on the pump housing, which affected their ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy